Event description:
It was reported by the customer on (B)(6) 2010 that during the procedure there was a chiller failure in the laser system (error code 611 and 660). Also, it was reported that this procedure was re-scheduled. Per the customer, the chiller was replaced with a spare chiller upon which the laser operated normally. The chiller will be replaced with a new chiller.